Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a patient profile was not crossing over and was not visible on the station. A technical support specialist (tss) investigated the station and identified that the admission inactivity days was set to 5 days, which caused both the original patient profile and the temporary visit to exceed the inactivity threshold and remain hidden; the last adt activity date was determined to be (B)(6) 2026, indicating approximately 20 days of inactivity, so the customer was advised to temporarily increase the inactivity days value to 21 to 22 days and perform a new transaction for the patient, after which the patient profile reappeared, the setting was reverted to the original value, the profile remained visible, and the customer confirmed resolution and approved case closure. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, one patient was not crossing over to one station. The patient was visible on the server but did not appear on the station. The customer reported that they had to access the medications from the pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.